Event description:
A site representative reported that the straight suction was at red status, although, it verified properly during an ent surgery. Surgeon opted to continue surgery without use of the medtronic system.

Manufacturer narrative:
Patient information not available at time of this report. The device has not been returned to the manufacturer.